Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. The physician positioned the was in the patient and then inserted the pigtail catheter. After placing the pigtail catheter it was noted that the patient went into bradycardia followed by asystole. Fluoroscopy imaging showed that there was an air embolism present in the patient's laa. The patient was given oxygen and the air embolism resolved. The patient is expected to make a full recovery from this event.